Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2012 due to recall. Lead had not caused any issues. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).